Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for several seconds, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported.